Event description:
Voluntary medwatch received states that the right atrial (ra) lead had exhibited under-sensing, myopotential oversensing, varying low voltage impedance, and an unspecified capture issue in both unipolar and bipolar configurations. The stored atrial tachy response (atr) episodes contained noise with oversensing when programmed too bipolar. The patient had experienced dizziness. Programming changes were made, and no patient consequences were reported.